Event description:
It was reported a catheter revision occurred. On (B)(6) they were unable to aspirate free flow cerebrospinal fluid (csf) and failed a catheter dye study. The patient symptoms were reported as lower back pain. The spinal segment of the catheter was trimmed 48.5 cm. The catheter was difficult to cut due to some material not separating. The catheter anchor was noted to have been cut by the suture. The catheter "may have not been in the intrathecal space all the way" so the catheter was removed and replaced. A 24g non-coring needle was used to access the cap (catheter access port) and it was flushed with preservative free normal saline with patency of the proximal segment. The catheters were reconnected and the system was primed and decreased to the lowest simple continuous per the healthcare professional (hcp). A disconnect and migration/dislodgement were reported for the distal segment of the catheter. A dye study and x-ray had been performed. The hcp suggested several product enhancements; the anchor needed to be made stronger for suturing, the catheter should be radiopaque to visualize with the fluoroscopy machine, the catheter should have numbers on it, the proximal and distal portions of the catheter should be different colors. The pump was used to deliver bupivacaine and fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the catheter found the catheter anchor had a broken suture ring that was event related. Analysis also found a catheter body kink was observed.

Event description:
Additional information was received from a hcp. There was a failed catheter dye study on (B)(6) 2014. The revision took place on (B)(6) 2014 at which time the catheter was coiled in the spinal incision site and the suture had cut through the eyehole of the anchor. The catheter was replaced. The hcp reported that the patient recovered without permanent impairment and had no further issues.

Manufacturer narrative:
Conclusion code no longer applies.